Event description:
It was reported that a pump unexpectedly displayed a reset screen, but the reset did not require the pump to be plugged into a power source to restart and did not cause an adverse impact to the customer's blood glucose level. There was no previous occurrence of this issue with the same pump. Technical support explained to the customer that the pump reset a microprocessor as part of a routine performance check and provided guidance on necessary steps following a reset. The customer understood, acknowledged the explanation, and successfully resumed insulin use.